Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/10/2025 the ilet device logs indicated the user had long pauses in insulin delivery and the insulin cartridge was not replaced in a timely manner, leading to prolonged interruption of therapy. Elevated glucose values were observed in the system logs, and the device later resumed operation once the cartridge was changed. No device malfunction was identified.